Manufacturer narrative:
The partial lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
Related MFR report number: 2017865-2023-52183. It was reported that a patient with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead has passed away. Cause of death is congestive heart failure and morbid obesity.